Event description:
The peritoneal dialysis registered nurse (pdrn) contacted baxter's technical service center regarding a high drain 107/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use, during drain 7. The ultrafiltration (uf) was equal to 1386 ml. The pdrn was on premises and attempting to set up therapy the night. The pdrn stated the home patient (hp) did not experience any symptoms of iipv/overfill and did not wish to troubleshoot. The technical service representative (tsr) assisted the pdrn in starting therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012, regarding the reported alarm. The nurse stated that the patient has not had any issues or reoccurrences of the alarm since then as far as she knew. The nurse stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported condition was confirmed, based on the customer report. However, the assignable cause could not be determined. A review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified. A service history review was performed, revealing the device has not been previously sent into service for the reported condition and previous servicing did not contribute to the reported condition. This issue was investigated through CAPA.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.